Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter = 1.4 inr. Reference = 2.0 inr. Mean = 1.7. Confidence limits = 1.2 - 2.3; 5.2 and 3.3 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot 300667 on (B)(4) 2013. Results as follows: (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.4, lab: 2.0. Time between testing was reported as immediate. Pt's therapeutic range is 2.0 - 2.5.